Event description:
The patient service representative of a male patient contacted lifecor customer support to report that she could not baseline the patient. She stated that the baseline does not time out, but about 30 seconds after starting the baseline, the monitor gives her an adjust belt message. She tried to baseline with the patient sitting, standing and lying. Support sent the psr a new monitor and electrode belt. Psr went back the next day, with the new equipment, to try and baseline the patient again. She received the same messages. Support sent the psr a third monitor and electrode belt. Territory manager went to baseline the patient the next day, with new equipment and had no problems.

Manufacturer narrative:
Device manufacture date. Monitor - 12/2007. Electrode belt - 04/2006. Monitor -11/2007. Electrode belt - 11/2006. Evaluation summary: device evaluations of two monitors and two electrode belts have been completed. The reported problem was confirmed. Both monitors were found to have defective battery connectors. The connector pins were bent. The connectors were repaired. The monitors were retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The psr could not baseline the patient because there was no ground connection, and the device was getting noise. Both electrode belts were found to be fully functional. The electrode belts were restocked. The damaged connector on the monitors were replaced. No adverse events resulted from the damaged monitors. The patient received a replacement monitor and replacement electrode belt.